Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece measuring 58.0 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant surgery. During procedure, the newly placed lead did not have satisfactory threshold or impedance values. The lead was explanted and exchanged. The patient was stable.